Event description:
3-yr-old male admitted as outpatient for heart cath and coil embolization of patent ductus arteriosus (pda) by cardiologist. In cath lab, 2 attempts to embolize the pda resulted in the coils migrating to the left pulmonary artery. These 2 were snared successfully and removed from the body. During 3rd attempt, the coil again migrated to the left pulmonary artery. It was snared but in the attempt to remove the coil, it became "stuck" in the distal right femoral vein. Several attempts to dislodge were unsuccessful. Pt taken to picu to await surgical removal of the coil (venotomy) from right femoral vein, and surgical closure of the pda by cardiovascular surgeon. No complications from the surgery. Pt recovering very well with no apparent sequelae.